Event description:
Pt right femoral approach will 6f terumo introducer. Left internal carotid cathetrization. Selective microcatherization of peritooccipital pedicle using guiding catheter support (ultraflow 1.9f -mirage .008) to go beyond a fetal p c artery, then the catheter reached the nidus malformation oriented by arterial blood. Micro selective ateriogram to see the ideal point of treatment. Microcatheter was washed with dx 5% under fluoroscopy. Injection of moisture of aorylate 0.5 cc and lipiodol 1.5 cc in terumo syringe 3cc. Minimal arrival of moisture to the avm and proximal free radiopaque substance visualization. Injection was radiopaque substance visualization. Injection was stopped and the catheters were removed. Total injection time: 4-5 sec. Total volume injected: 0.4 ml. New carotid angiogram showed left m c artery occlusion with embolization material. The procedure was ended and the embolization material. To procedure was ended and the pt was transferred to intensive care unit. Under direct catheter visualization it was seen a perforation in the 1.5f microtube union.